Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a steam valve required replacement due to normal wear and use. The technician replaced the steam valve. The technician proceeded to test the unit by initiating a test cycle when a service panel fell from the unit and struck an employee's thumb. The service panel had not been fully secured back onto the unit before the technician ran a test cycle. The technician re-secured the service panel, tested the unit, and confirmed the unit to be operating according to specification. No additional issues have been reported. The employee has returned to full and normal work duties. The technician has been counseled to ensure user facility employees are not near equipment while the unit is being serviced and tested.

Event description:
The user facility reported their reliance 444 washer/disinfector was leaking steam. While a steris technician was onsite performing maintenance, a service panel fell from the unit and struck an employee's thumb. The employee sought medical treatment for the reported injury.